Manufacturer narrative:
The device was not returned for evaluation. The device model and lot number is unknown therefore no record review could be completed. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The site reported patient experienced bronchopulmonary hemorrhage after biopsies during a superdimension procedure. Post procedure x-ray showed a small amount of hemorrhage within the lul nodule.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.